Event description:
Information was received based on review of a journal article titled, "sports participation after shoulder replacement surgery¿ which assessed the outcome and ability of patients returning to sports after shoulder replacement surgery. The study was conducted over a period of nine (9) years (1988 to 1997) and involved seventy-five (75) patients (86 shoulder replacements) who participated in sports or recreational activities before surgery and were followed for a minimum of two years after surgery. Of the eighty-six shoulder replacements; twenty-five were hemi-arthroplasty shoulder replacements (21 patients) and sixty-one were total shoulder replacements (54 patients). The shoulder replacements were done in the dominant shoulder in forty-nine (49) shoulders. The journal article reports one (1) revision procedure due to glenoid loosening and three (3) arthroscopic debridement procedures after the initial shoulder replacement procedure. The authors of the study conclude that a majority of patients in the study demonstrated ability to successfully return to sports and recreational activities after shoulder replacement surgery. Many patients returned with improved performance and increased frequency in participation in a timely manner.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. The article was written by eric c. Mccarty, robert g. Marx, deb maerz, david altchek and russell f. Warren; am j sports med 2008 36: 1577 originally published online june 6, 2008; 001: 10.117710363546508317126.

Manufacturer narrative:
Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).